Event description:
It was reported that there was a shocking or jolting sensation. The reporter stated that the patient felt shocking in the pelvic area the night prior to the report. It was reported that the patient programmer was on 2.1 volts and then changed to 2.4 volts, but the patient was not sure how it was changed. At the time of the report, the patient could not get communication with the patient programmer and the device, with or without the antenna. It was noted that the patient was able to communicate with the device the prior night. It was reported that the patient would be seeing her health care provider on (B)(6) 2012 and would ask for information. Two weeks later, it was reported that the patient did not have concerns with her device or therapy. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v386130, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).